Event description:
Additional information: it was reported that the patient was refilled with less medication than usual in (B)(6) 2012. The patient was usually refilled every 3 to 4 months, but this time only had enough medication to last about a month. In (B)(6) 2012 the patient reported that they were feeling exhausted, terrified, and had been throwing up for 2 days. The patient reported that they had only made 2 emergency room (ER) visits in the past 12 years with the pump. The patient was going to the ER for pain 2 to 3 times a week without the pump. It was reported that the patient did not have therapeutic effect from the pump when it was implant in the year 2000. The pump was being used to deliver fentanyl, clonidine, and marcaine. The patient was switched to dilaudid in 2002 and their pain ¿dropped.¿ it was reported that the patient sometimes goes through withdrawals before refill appointments due to pressure changes in the pump. The patient began scheduling refills before their alarm date to resolve this issue.

Manufacturer narrative:
Catheter model # 8703w, lot # l47171, implanted: (B)(6) 1997, explanted: unknown.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that her pump was helping with her atypical facial pain but was unable to locate anyone to fill the pump. The patient also reported she was looking for a new physician to manage her pump. The patient was unclear about the date of refill as she indicated that she was told both (B)(6) and (B)(6) 2012. The patient also indicated dissatisfaction with her current health care provider (hcp) as he had stated that the pump had to come out. The patient stated that the pump had been filled 2 weeks ago and the hcp ordered "the wrong amount." Per the patient's report, the hcp indicated that the patient would be better off taking oral medications. The patient stated that she had tried that and it almost "killed" her twice per the patient's psychologist hcp, the patient typically experienced withdrawal 2-3 weeks prior to the patient's refill date. It was also noted that the patient would be out of oral medication prior to the pump running out of medication. The patient later reported she was "fighting for her life" and that she currently did not have adequate pain relief. The patient reported that she had been hospitalized 2 times in the past 12 years due to pain but couldn't remember when but it occurred after eye surgery. The patient also indicated that the number of emergency room (ER) visits had significantly decreased since she has had her pump. Patient reported at one time she had fentanyl, marcaine, and clonidine and that combination did nothing for her pain. However, she reported when the hcp had changed her medication to dilaudid, she received great relief from her pump now. She stated that the pump had changed her life and reduced her pain; is able to function and the hcp would not service the pump. Per the patient's report the hcp indicated that she was "non-compliant." Patient stated that the hcp "threw her out" for asking questions and stated the doctor "falsified" her records and has "messed with her previous records." Patient stated that in the past, she has had "numerous issues from a narcotic yo-yo to cardiac and respiratory failure." Patient stated that if they take the pump out, she would "die." The patient also indicated that her "withdrawals are out of control." The pump was used to deliver dilaudid.

Event description:
The patient reported that her "withdrawals are out of control". The patient stated that her pcp has advised her to have the pump removed and will be contacting another hcp regarding the explant of the pump. Per patient, she does not have a choice in the matter but wants to keep the pump implanted as she is scared about not having the therapy. Patient stated she has been working with hcp (psychiatrist) and primary care physician. Patient stated she will be relocating to another state and following up with a managing physician there.